Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced inflation issues and recurring incontinence with an artificial urinary sphincter (aus). A revision surgery was performed in which the existing device was removed and a new aus was implanted. During the procedure a hole was identified in the pump tubing as it was easily visible. The suspected reason for the perforation was just typical usage of the device. No information was provided about the patient's outcome. No more information available through physician. Should additional information become available, it will be provided.

Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery in which the existing device was removed and a new aus was implanted. During the procedure a hole was identified in the pump tubing. No information was provided about the patient's outcome. It was further reported that the patient experienced inflation issues and recurring incomitance leading to the procedure. The hole was identified as it was easily visible. The suspected reason for the perforation was just typical usage of the device. No more information available through physician. Should additional information become available, it will be provided.